Event description:
Patient presented with a tfn implanted (B)(6) 2012 for a subtrochanteric fracture. During a follow up office visit on an unspecified date, the surgeon reported that x-rays revealed the implanted nail is broken at the point in which the helical blade passes through the nail. The surgeon reported the patient fracture appeared to be healing. This is 2 of 2 reports.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specifications. (B)(6).

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusions could be drawn as no device was returned. Review of manufacturing records could not be reviewed without a lot number. Implant date reported as (B)(6) 2012.